Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were 400 mg/dl, 360 mg/dl to 369 mg/dl. The customer had issue with reservoir and infusion set and as soon as they changed everything and the blood glucose level went down. The infusion set cannula was bent. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.